Manufacturer narrative:
Returned device was received in good physical condition but the bottom and right plunger cases were cracked. Evidence of reported problem in event log was found. During the evaluation of the device, all buttons worked well with no issues. There was a maintenance is recommended alarm at start-up and you have to hit the silence button on the keypad to move past it. This was determined to be a customer issue. The cracked cases will be replaced as well as the battery and a slightly contaminated interconnect board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's buttons were not responding. There was no reported adverse events.